Event description:
It was reported that the customer received "multiple occlusion" alarms during bolus delivery. The customer changed the infusion set. The customer's blood glucose level was 400 mg/dl. The customer reverted to insulin injections for diabetes management. Reportedly, the customer was using apidra insulin; however, was planning on switching to humalog.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.